Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with po888 - disp.sciss. Shaft metzenbaum d: 5mm/310mm. According to the complaint description, multiple inserts were stiff and difficult to open/manipulate. The type of procedure was a laparoscopic sigmoid colectomy. There was a 20-minute delay while converting to an open laparotomy procedure. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Additional information was not provided but has been requested. The adverse event is filed under aesculap ag reference no. (B)(4). Associated medwatch reports: po887 - disp.sciss. Shaft mini-metz.d:5/310mm (aesculap ag reference no. (B)(4): 9610612-2025-00112). Po889 - disp.sciss. Shaft metzenbaum d:5/420mm (aesculap ag reference no. (B)(4): 9610612-2025-00113). Po888 - disp.sciss. Shaft metzenbaum d:5mm/310mm (aesculap ag reference no. (B)(4):). Po888 - disp.sciss. Shaft metzenbaum d:5mm/310mm (aesculap ag reference no. (B)(4): 9610612-2025-00115). Po888 - disp.sciss. Shaft metzenbaum d:5mm/310mm (aesculap ag reference no. (B)(4): 9610612-2025-00116). Po888 - disp.sciss. Shaft metzenbaum d:5mm/310mm (aesculap ag reference no. (B)(4): 9610612-2025-00117). Po958r - monopolar handle without ratchet (aesculap ag reference no. (B)(4): 9610612-2025-00118). Po958r - monopolar handle without ratchet (aesculap ag reference no. (B)(4): 9610612-2025-00119).

Event description:
Associated medwatch reports: po887 - disp.sciss. Shaft mini-metz.d:5/310mm (aesculap ag reference no. (B)(4): 9610612-2025-00112). Po889 - disp.sciss. Shaft metzenbaum d:5/420mm (aesculap ag reference no. (B)(4): 9610612-2025-00113). Po888 - disp.sciss. Shaft metzenbaum d:5mm/310mm (aesculap ag reference no. (B)(4): 9610612-2025-00114). Po888 - disp.sciss. Shaft metzenbaum d:5mm/310mm (aesculap ag reference no. (B)(4): 9610612-2025-00115). Po888 - disp.sciss. Shaft metzenbaum d:5mm/310mm (aesculap ag reference no. (B)(4): 9610612-2025-00116). Po888 - disp.sciss. Shaft metzenbaum d:5mm/310mm (aesculap ag reference no. (B)(4): 9610612-2025-00117). Po958r - monopolar handle without ratchet (aesculap ag reference no. (B)(4)4: 9610612-2025-00118). Po958r - monopolar handle without ratchet (aesculap ag reference no. (B)(4): 9610612-2025-00119).

Manufacturer narrative:
Additional information: d4 - lot number. D9 - product return. H3 - yes, evaluation. H4 - manufacture date. H6 - codes updated. Investigation results: aesculap ag has carried out a visual and microscopic inspection. Aesculap ag carried out a functional test: check 1st gear and cut: function test with po958r handle: * smooth, even movement when closing and opening. * no hooking or snapping when closing and opening aesculap ag carried out functional test, with the result that the two cutting blades are blocked and the ball detent of the pulling rod is bent for the handle, therefore assembly with the handle is not possible. Batch history review: the device history records have been checked for all leading device(s) lot numbers and the products found to be according to specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Conclusion/ preventive measures: based on the current information, a root cause conclusion could not be confirmed. The reported damge of the product could be confirmed. There is no indication for a design-, manufacturing- and/or material-related failure. Based upon investigation results, a CAPA is not required.